Event description:
It was reported that a patient presented in-clinic for a right atrial lead revision procedure. Prior examination of the ra lead revealed dislodgement, high capture thresholds, and p-wave amplitude variation. The ra lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported events were dislodgement, p-wave amp variation, and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported events of p-wave amp variation and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found the helix was extended, bent, stretched, and clogged with blood/tissue. The helix mechanism/extension length test couldn¿t perform due to the damaged helix consistent with procedural damage.